Manufacturer narrative:
DHR was reviewed, and the pump passed all previous tests. There are no previous complaints on this device. Analysis of the returned device was completed on 3/19/2024. The results are below: the event log was reviewed, and it was found that there were 42 lines of upstream occlusion alarms present. Refer to the event log attachment. During functional testing, the reported problem was duplicated. It was found that there was physical damage to the pump housing module. The middle hook around the metal rod was broken, so the pump was not sitting flush against the cassette. An 100 ml infusion was run, and the actual volume infused was 79.37 ml. This would make the flow rate deviation -20.63% which is not within the passing criteria of +/-5% the root cause for the failure is the physical damage to the pump.

Manufacturer narrative:
A review of the device history record has been completed. The pump passed all previous tests. Complaint data was reviewed, there are no previous complaints on this device. Device return requested. This MDR will be reopened and updated in the event the device involved or additional information becomes available.

Event description:
On 01/05/2024, infutronix received a report that a pump had a flow rate issue, causing loss of infusion parameters. The infusion cannot resume without causing delay in treatment. Requested device to be returned.

Manufacturer narrative:
The pump was returned on (B)(6) 2024 and evaluation is on going. An update will be provided once it is completed.